Event description:
The customer reported to the philips sales representative that no alarms were provided for a patient v-tach event.

Manufacturer narrative:
The customer reported to the philips sales representative that no alarms were provided for a patient v-tach event. It was also reported that there was a physician present in the room at the time and that there was no delay in treatment. Resuscitation efforts were initiated, however, they were unsuccessful. The patient expired. The field service engineer (fse) tested the bedside monitor and central station post incident and found both to be performing to specifications. Alarms were provided as appropriate for simulated patient conditions. The fse was able to obtain patient strips and central station log files for review. A review of the patient strips provided, shows that the device recognized the deterioration in the patient's condition. "V" beat labels were assigned as appropriate for the v-tach event. The strips also show that alarms were being provided for patient desat events during the incident timeframe. A review of the station, shows that heart rate alarms were turned off at 17:50:12 in 2008, and that they remained off throughout the incident timeframe (17:07 on that day). Note that red alarms were provided beginning at 17:16 pm (on that day) for desat events (7). The alarms were being responded to at the station (silenced) and at the bedside (suspended). This is not being considered a device malfunction. Users had turned off heart rate alarms (at the bedside prior to the incident timeframe). No further investigation or action is warranted.